Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the [recharger], model [97755], s/n [(B)(6) ], found electrical failure - poor recharge quality message. Worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about two weeks ago, the recharger was getting really hot, and the wire was sticking out. Patient mentioned they talked to the rep last night and today, the rep told patient to call patient services for possible replacement. Agent sent a repair request to replace the recharger. Patient also stated that about 2 weeks ago, they started feeling a tingling sensation and they thought it might be related to the damaged recharger. Agent redirected patient to the doctor.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.